Event description:
It was reported that the screw unit broke while implanting.

Manufacturer narrative:
Three screw units were implicated in this event, two screw units from lot 91705 as well as one screw unit from lot 90903. Add'l info will be provided once the investigation has been completed.